Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in a severely tortous and severely calcified arteriovenous fistula in the forearm. A 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.